Event description:
On dec. 12, 2022, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. An RMA was authorized to have the sensor returned for investigation, but it was not received. Therefore, no confirmation or investigation of the complaint was possible. A sensor replacement was offered to the user.